Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and no physical damage was found. Review of the archive data revealed multiple user advisory (ua) 28 (loss of clutch connectivity) and ua 16 (timeout moving to take-up position) error messages occurred on the reported date of event. The device could not detect the take-up position more than 5 seconds after take-up began. The power distribution pcb (pdb) detected a loss of connectivity on the clutch driving circuit and as a result, requires shutdown of the device to prevent harm to the patient. Functional testing could not be performed since ua 16 was displayed after the platform was powered on. Further investigation found that the root cause of the issue was a faulty drive train motor. In summary, the primary complaint was confirmed. The platform powered off after delivering its first compression. The autopulse platform is a reusable device and was manufactured on 10/06/2011. Therefore, this type of issue is characteristic of normal wear for the life of the device. The autopulse is used as an adjunct procedure to manual CPR. If the autopulse stops compression, rescuer shall revert to manual CPR. The short interruption is similar to the time necessary for rescuer rotation. In this case, the user reverted to manual CPR after the platform stoppage.

Event description:
During a response call, it was reported that the autopulse platform (s/n: (B)(4)) powered off after delivering its first compression. To troubleshoot the issue, the responding team replaced the battery using the 2 spare batteries the team had available. Additionally, the team adjusted the patient and checked the lifeband; however, the issue continued. Ultimately, the responding team provided manual CPR. According to the reporter, the device was checked earlier that day and no issues were noted. No patient information was provided. There is no known consequence to the patient.